Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/24/2019.

Event description:
It was reported that the ventilators display was black/blank. There was no patient involvement.

Manufacturer narrative:
G4: 24sep2019; b4: 27sep2019. Information was received that due to the age of the unit and cost of replacing the user interface (ui) assembly the customer has decided to retire the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilators display was black/blank. There was no patient involvement.